Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician indicated that during an implant attempt of the subject pacemaker, there was an issue to properly tighten the set-screw when connecting the associated lead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician indicated that during an implant attempt of the subject pacemaker, there was an issue to properly tighten the set-screw when connecting the associated lead.